Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 16188206/ 16361131. Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg pocket site that had spread to the lead site. The patient had discharge from the incision site and the skin around the incision was warm to touch. The physician believed that the infection was not device related. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well postoperatively.